Event description:
It was reported to philips that the system's flat detector overheated, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the procedure that was to be completed at the time of the event was cancelled. The patient was transferred to another hospital to complete the procedure. No patient or user harm or injury was reported to philips. A philips field service engineer (fse) spoke with the customer who reported they had asked a third party to replace the system's cooling unit. No resolution was provided by the customer regarding this action, but it was confirmed that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.